Event description:
A reliant stent graft balloon catheter was inserted into the patient for further expansion of an implanted aneurx stent graft at the location of the aortic neck. Vessel morphology is unknown. It was reported that a 20 cc syringe was used to inflate the balloon and upon the first inflation approximately 13 - 15 cc of 75% saline 25% contrast were injected to expand the balloon when the balloon ruptured. The balloon was removed from the patient and another reliant balloon was successfully used to complete the case. The catheter was discarded and will not be returned to medtronic. The second balloon ruptured the patient's artery and the incident was reported in (MFR report #2953200-2005-01231).